Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a degraded dso seal, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the patient had to call multiple times with error messages on the device. Had to turn off and restart her pump 5 times. Patient was not harmed. No patient injury. No additional information available.